Event description:
It was reported that: "during installation for a thoracic surgery, the staff had difficulties to position the tube through the trachea due to a high resistance, even with an adequate preparation. Additional information: there was a desaturation up to 50%. We had to use another smaller fiberscope to reposition the double lumen endotracheal tube because there was an abnormal resistance in the bronchial lumen. The tube was in place for less than 2 minutes."

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during installation for a thoracic surgery, the staff had difficulties to position the tube through the trachea due to a high resistance, even with an adequate preparation. Additional information: there was a desaturation up to 50%. We had to use another smaller fiberscope to reposition the double lumen endotracheal tube because there was an abnormal resistance in the bronchial lumen. The tube was in place for less than 2 minutes."